Manufacturer narrative:
Return requested for suspect passive biopsy needle. Medtronic investigation of returned suspect passive biopsy needle finds that returned biopsy needle was in good condition with no apparent physical damage. Following standard procedures, the biopsy needle tracked without issue. No problem found. Device found to be fully functional. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a cranial biopsy procedure, the surgeon was unable to track the biopsy needle. Confirmed the trajectory was locked. The medtronic representative recommended the site unlock the trajectory and confirm the precision aiming device had not moved, then re-locked the trajectory and the needle still would not track. The surgeon proceeded to take the biopsy without navigation and completed the procedure without issue. Delay in therapy was less than one hour. There was no impact on patient outcome.